Event description:
Healthcare professional later reported capsular contracture, baker grade iii and "thickened capsules", diagnosed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii device evaluation: additional observations: ¿ deformation observed on the device. ¿ white particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.